Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged, nor were radiographs or images were provided to confirm the alleged event. Potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: nonunion or delayed union." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs." Device not returned.

Event description:
A patient underwent a spine procedure on (B)(6) 2019. Postoperatively on (B)(6) 2019, it was determined that l5-s1 levels had non-union. No revision procedure was reported.

Manufacturer narrative:
Even though root cause cannot be confirmed, based on information received the alleged event may be related to patient related factors related to delayed fusion. Labeling review: "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...warnings, cautions and precautions these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically post-operatively, using appropriate radiographic techniques..."

Event description:
Updated or new information provided on sections: a1, b1, b7, d4, d6, h1, h2, h6.